Manufacturer narrative:
(B)(4). Sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp). The bag fell and disconnected. The tsr had the hp cycle power. The tsr assisted to retrieve the cassette. The hp would finish therapy with manual supplies. The tsr advised the hp to let the nurse know about the alarm. No patient injury or medical intervention was indicated at the time of the initial report.